Manufacturer narrative:
Other # field is populated with the di number.

Event description:
A report was received that the patient was experiencing some pocket pain due to the current location of the ipg on the patient's back. The patient underwent a revision procedure wherein the ipg was replaced per physician's preference and the pocket was relocated. The patient was doing well postoperatively. No device malfunction was suspected.